Event description:
The olympus representative reported on behalf of the customer, during reprocessing, the evis lucera elite colonovideoscope presented no image and an e315 scope error message. The intended procedure was completed with the same device. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. An electrical continuity error occurred due to water invasion in the electrical connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector due to inappropriate reprocessing, which led to short circuit of electronic components. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "Inspection of the endoscopic system" users can reduce/prevent the suggested event by handling the device in accordance with the following IFU. "Before immersing the endoscope in reprocessing fluids, confirm that the eto cap (mb-156) is not attached to the endoscope. If the eto cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. When attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor the field performance of this device.